Manufacturer narrative:
As reported, the system replacement due to high impedance was confirmed. As received, the octrode lead had all wires broken which would cause the high impedance issue as reported.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), lot: a000108532.

Event description:
It was reported that the patient's system was auto reducing and one lead exhibited high impedances. Surgical intervention was undertaken on (B)(6) 2025 wherein the lead was explanted and replaced to address the issue. Therapy was restored post procedure. It is unknown which lead attributed to this issue.